Manufacturer narrative:
(B)(4). Evaluation, results and conclusion: (type ii endoleak).

Event description:
A talent captivia stent graft system was implanted in a patient for the endovascular treatment of a 7 cm thoracic aortic aneurysm approximately three months ago. At the time of implant the physician intentionally covered the left subclavian artery. It was reported that there was a type ii leak coming from the left subclavian artery so the physician added another plug to the left subclavian. The physician also elected to extend the previously placed thoracic stent graft distally with another 40 mm proximal main talent captivia device. No clinical sequelae were reported, and the patient is fine.